Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Review of the firmware log in the device noted only one attempt was made to measure the lead impedance that resulted in an open measurement. Testing showed that the device was capable of measuring the lead impedance properly. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
---

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited high shock impedance measurements of greater than 400 ohms even after disconnecting and reconnecting the electrode. It was noted that the physician initially used a two incision implant technique but due to the continued out of range impedance measurements a third incision was made and the electrode was sutured at the distal end. All incisions were well irrigated and the first layer of sutures were in place. However, testing still showed a greater than 400 ohm impedance. Boston scientific technical services (ts) was consulted and the physician checked connections again, then sutured down all layers of the pockets. The shock impedance measurement still indicated greater than 400 ohms. Subsequently, the s-ICD was explanted and another s-ICD was implanted with the same electrode. All impedance measurements were within normal range with the new s-ICD. The attempted s-ICD was returned for analysis. No adverse patient effects were reported.